Event description:
It was reported the patient received the 'replace generator soon' indicator on their patient controller. A manufacturer representative was able to confirm and deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Correction: patient's ipg was not confirmed to be inoperable. Patient received the elective 'end of life' indicator on their patient controller.

Manufacturer narrative:
Correction b5. Correction h3: device evaluated by manufacturer? 'No' checked. Correction h5: labeled for single use? 'Yes' checked. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.